Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt had a damaged ECG cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the belt failed the hi-pot and fall-off tests. Upon investigation, the ECG c and d cable was pulled from the strain relief, which damaged the j704 connector inside the dn. The cause for the test failures was the damaged cable. The root cause of the damaged cable cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.